Event description:
User facility voluntary medwatch received that stated: "the connector spike on the IV tubing had an almost burnt appearance. Visual inspection of the tip notes a black color versus white coating. The black flakes off the tip. The IV tubing was discontinued and new tubing and solution hung." Upon further query, the customer contact reported particulate. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported, "black discoloration on point of the piercing pin" and "black flakes at connection." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The report number was not provided. The device was rec'd. Investigation is not complete.